Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. Exposed portion of the soft cannula was found to be kinked. It could not be determined when the damage to the soft cannula occurred. The formed needle was properly seated in the slide insert. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues despite the kink being present. No issues were found with the device that would contribute to an improper insertion; the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15.6 mmol/l (280.8 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported the cannula was bent and not properly inserted in the infusion site (back). As treatment, a bolus was delivered and a new pod was applied.